Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility in (B)(6) reported that a dialyzer blood leak occurred approximately ten minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed for blood leak and blood was visually observed in the base of the dialyzer fibers. Blood test strips were not used to positively confirm the presence of blood as the leak was visually seen by staff. The patient¿s dialysate flow rate (dfr) was 500ml/min and the blood flow rate (bfr) was 300ml/min. The patient¿s estimated blood loss (ebl) was noted as being approximately 110ml as the patient¿s blood was not returned. No patient adverse effects were experienced, and no medical intervention was required. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device is not available to be returned to the manufacturer for evaluation as it has been discarded by the user facility.

Manufacturer narrative:
Device evaluation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed all release criteria. Although the complainant provided photographs and a video which appear to depict an internal blood leak in a dialyzer while connected to a hemodialysis machine, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Therefore, the complaint is unconfirmed.